Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen (2000 mcg/ml at 500 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient presented with swelling over the catheter spinal connection in the spine. The patient had no withdrawal symptoms or exacerbation of daily symptoms. There were no reported environmental, external, or factors that may have led or contributed to the issue. The patient was sent to surgery after the assessment of the swelling over the spine. The hcp suspected a spinal leak around the anchor of the catheter in the spine. The hcp cut the catheter, replaced the anchor, reconnected the catheter without incident, and successfully aspirated without issue. There was no issue with pump only the catheter/anchor. The hcp was unsure of why the anchor came loose from the facia. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Continuation of d10: product ID: 8780 serial#: (B)(6), implanted: (B)(6) 2021, product type: catheter. Product ID: 8781, serial#: (B)(6), implanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: ubd: 18-jan-2023, UDI#: (B)(4); ubd: 13-sep-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) reporting that the broken anchor was discarded after surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.